Event description:
A consumer reports seeing tiny black spots and one large black spot two weeks following intraocular lens (iol) implant surgery. The consumer was seen by an ophthalmologist and was told his eye was irritated and to continue the eye drops that were prescribed postoperatively. The eye was dilated by the ophthalmologist and its appearance was normal. The consumer states his vision is "fair, not 20/20" but good enough to drive. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/05/08 and 05/13/08 by phone, mail and fax. A completed questionnaire has not been received. This report was mailed to FDA on: 06/04/2008.